Event description:
It was reported, user advised there is a line down the middle of all images. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of user advised there is a line down the middle of all images was confirmed. Root cause confirmation:" user advised there is a line down the middle of all images". The unit was powered up and operated as expected. The probe was connected to a test sr8 unit and initially there was a line down the center of the image, after fully seating the probe connector the line went away and the image appeared normal. The probe passed all functionality test. The root cause is due to the probe connector is not fully seated with the mating connector on the unit.